Manufacturer narrative:
Reported issue: the handpiece worked fine for the cuts, but after the trigger was released, the motor continued running even though no one was pressing it. Case type: tka per response: "yes, it continued to run outside the haptics after he pulled the saw out from the cut." Product inspection: mics- 209063 sn#(B)(6); lot#42080 119; RMA#28439 8; inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual inspection test. Trigger stuck. Disposition: rtv inspected by: (B)(4). Device history review: device history records indicate (B)(4) devices were manufactur ed under lot k0cdw and 24 devices were accepted into final stock on 03/25/19. A review of qt19-03- 0120 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number420 80119 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
The handpiece worked fine for the cuts, but after the trigger was released, the motor continued running even though no one was pressing it. Case type: tka. Per response: "yes, it continued to run outside the haptics after he pulled the saw out from the cut.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handpiece worked fine for the cuts, but after the trigger was released, the motor continued running even though no one was pressing it. Case type: tka. Per response: "yes, it continued to run outside the haptics after he pulled the saw out from the cut."